Event description:
It was reported difficult deflation was encountered during preparation for cranial vascular occlusion procedure. Another balloon catheter was used to successfully complete the procedure without any pt complications. This device has not been returned for eval. Therefore, no failure analysis is available. User technique may have contributed to this event. However, without evaluating the device, the co is unable to determine the cause for this event. The co's directions for use state: "...deflate the balloon by applying suction to the balloon lumen... Note: the larger the syringe diameter, the greater the suction that is applied."